Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("CT scan revealed that one of the coils broke/device breakage") and pelvic pain ("severe and chronic pelvic pain") in an adult female patient who had essure (batch no. 627073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), peritoneal adhesions ("other injury(ies) or complication please describe: adhesions"), adenomyosis ("adenomyosis") and abdominal pain ("abdominal pain"). The patient was treated with naproxen sodium (aleve) and surgery (on (B)(6)2017 underwent a hysterectomy, salpingectomy (bilateral removal of fallopian ). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, peritoneal adhesions and adenomyosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, device breakage, menorrhagia, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("CT scan revealed that one of the coils broke/device breakage") and pelvic pain ("severe and chronic pelvic pain") in an adult female patient who had essure (batch no. 627073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), peritoneal adhesions ("other injury(ies) or complication please describe: adhesions"), adenomyosis ("adenomyosis") and abdominal pain ("abdominal pain"). The patient was treated with naproxen sodium (aleve) and surgery (on (B)(6) 2017 underwent a hysterectomy, salpingectomy (bilateral removal of fallopian and on (B)(6) 2017, plaintiff had underwent a hysterectomy, salpingectomy (bilateral removal of fallopian). At the time of the report, the device breakage, peritoneal adhesions and adenomyosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, device breakage, menorrhagia, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs received. Lot number added. Her demographic was added. Lab data added. Concomitant condition and treatment drug added. Events: abnormal bleeding (vaginal), menorrhagia, other injury(ies) or complication please describe: adhesions, adenomyosis, abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.